Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a fall which resulted in a tingling sensation in the scs ipg pocket site. As a result, the device was explanted and replaced with a different model.

Event description:
Additional information received clarified the tingling sensation occurred regardless of stimulation.